Manufacturer narrative:
Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) reported he contracted a urinary tract infection (uti) while using m14 catheters. No medical intervention reported. No device problem reported. The patient reported his doctor said the patient requires a sterile technique, but his supplier did not have authorization to supply the sterile closed system or kit products. The patient cannot use the sterile technique with the m14 without the kit products.